Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5512-f-401, lot code: xuyt, tri ts femur sz4 left; cat. No.: 5521-b-500, lot code: zrbl, tri ts baseplate size 5; cat. No.: 5543-a-400, lot code: tffp, tri post augment sz4 5mm; cat. No.: 5550-g-278, lot code: 862t, triathlon symmetric x3 patella; cat. No.: 5565-s-012, lot code: m3h10f, tri press-fit stem 12mm x 100mm; cat. No.: 5570-s-060, lot code: m3l23a, triathlon total knee system offset adapter 6mm; cat. No.: 6192-1-001, lot code: ddq007, simplex p speedset full dose 1 pack. At this time, it cannot be determined if this device may have caused or contributed to the patient's experience.

Event description:
It was reported that possible infection.

Manufacturer narrative:
An event regarding infection involving a triathlon ts insert was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. No medical records were made available for evaluation. A review of the device history records indicates all devices accepted into final stock met specifications. There have been no other events for this lot or sterile lot. The source of the infection could not be determined, further information is needed. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
It was reported that possible infection.